Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose level was 500 mg/dl. The customer did not mention any symptom or treatment related to high blood glucose level. The customer also reported that the insulin pump had motor error during rewind. They were able to clear the alarm and rewind the insulin pump. The drive support cap appeared normal. The customer stated that the insulin pump had been dropped before. The customer declined troubleshooting for high blood glucose event. The insulin pump will be returned for analysis.